Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2013: patient underwent a right knee replacement due to arthritis. Depuy attune implants were used with depuy cement. No intra-operative complications were noted. On (B)(6) 2019: patient underwent a right knee revision due to pain, swelling, and instability. Intra-operative synovitis was discovered with a loose tibial tray which was removed by hand. There was no cement adhering on the posterior aspect of the tray. There was debonding of the component. The tray also showed varus collapse and medial bone deficiency. The femoral and patella implants weren't revised. Attune revision implants were used with competitor cement. Doi: (B)(6) 2013. Dor: (B)(6) 2019, (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.